Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The generator interface board was reseated and the battery replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communications error message and would not boot up. No pt injury was reported.